Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 9:00pm. The reporter stated that the patient manages his diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to his usual diabetes management routine in response to the reported issue. One day after the alleged issue occurred, the reported claimed that the patient developed symptoms of difficulties in speaking and in moving. The cca was also informed by the reporter that the patient received healthcare professional (hcp) treatment but since the reporter "dropped the call," it is not known at this time what type of medical intervention the patient received. During troubleshooting, the cca educated the reporter regarding the recommended frequency of replacing the battery per the owner's booklet. Replacement products were sent to the patient. Although patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the reporter claimed that the patient received hcp treatment after the reporter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.